Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with scratched case, pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received unspecified error. The customer¿s blood glucose level was unknown. Customer stated that the reservoir lip ring keeps on falling off. Customer troubleshoot was performed for damaged and the noticed that the reservoir it still holds. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.